Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An adult pt was undergoing an aneurysm clipping when the mayfield radiolucent head rest system slipped and caused a scalp laceration. It is unk whether any type of suturing was required. Mayfield pins were being used during the procedure.